Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, decreased pacing impedance and increased defibrillation impedance were observed on the right ventricular (rv) lead. Lead insulation damage was suspected but it was not confirmed. Diagnostic imaging was performed but no anomalies were observed. A revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient is stable.